Event description:
A falsely elevated advia centaur xp ipth test result was obtained by the customer and considered discordant when compared to repeat onboard dilution testing and another manufacturer's pth test method. There was no known report of patient treatment being altered or adverse health consequences due to the falsely elevated ipth test result.

Manufacturer narrative:
The cause for the falsely elevated advia centaur xp ipth results when compared to the onboard dilution results and another manufacturer's pth test method is unknown. The customer did not provide the patient's sample for follow up interfering substance testing. The customer noted that the falsely elevated result was sample related and no further action required. The instruction for use (IFU) procedural dilution states the following: "patient samples with intact pth levels greater than 1900 pg/ml must be diluted and retested to obtain accurate results. Patient samples can be automatically diluted by the system or prepared manually. For automatic dilutions, ensure that advia centaur multi-diluent 11 is loaded and set the system parameters as follows: dilution point: 1900 pg/ml, dilution factor: 5".